Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found two untreated episodes and one treated episode due to oversensing of sense b artifact. During the treated episode, one inappropriate shock was delivered. This occurred in the primary vector. Ts recommended in-clinic system evaluation, x-rays, and vector analysis. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.